Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure, the device got caught while attempting to pass a stenosis within the right leg of the patient. When retracting the catheter, the tip came loose and remained within the vessel. Attempts were made to remove the detached tip, but failed and the tip remained in the patient. A bypass was performed by the surgeon. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.